Manufacturer narrative:
Follow-up # 1 date of submission 06/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on 05/17/2013 with the following findings: the pump¿s history showed one loss of prime warning due to a cartridge change. During testing, the pump powered on normally and displayed the verify screen. The pump was primed correctly and exercised for 24 hours with no loss of prime warnings or any other issues. The force sensor calibration was found to be above specifications. The pump was opened and inspected; no moisture or damage was found to the force sensor circuit. The force sensor resistance was found to be within specifications.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2013, the distributer contacted animas and reported multiple loss of prime without cause. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. It was noted that the pump is being returned for troubleshooting. This complaint is being reported because the reported issue was not resolved during troubleshooting.